Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported there is a spot in the customer's hip where if they place the infusion set, it causes the customer to go high. Customer's mother stated they have spoke to the customer's doctor in regards to issue and how to improve it. No issues since then. No further information reported.